Manufacturer narrative:
The device was not evaluated. The evaluation was based on a review of the device's downloaded event logs.

Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The device was not returned to the manufacturer for evaluation, a representative of the manufacturer traveled to the reporting facility to download the device's event log for review. The device maintains the event log in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event log would have contained entries related to the malfunction. Several high priority alarms were logged on (B)(6) 2016 with the majority being acknowledged by the caregiver in a timely fashion as evidenced by alarm silence/reset keypresses following the alarm. The high priority alarm with the longest duration was a patient circuit disconnect alarm that began at 21:32:21 local time and sounded for 179 seconds (approximately 3 minutes) until an alarm silence/reset keypress at 21:35:22 local time. No other events of clinical significance were logged on the day of the event. The time of the event was reported as 22:12 local time. The device's event log indicates the ventilator was turned off during this time. The ventilator was powered off using the correct sequence of keypresses at 21:48:23 local time and was powered on at 22:25:53 local time. Based on the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe.